Manufacturer narrative:
Other relevant device(s) are: model: 9733467 description: software 9733467 fusion ent app analysis: summary: site was unable to register patient using ent axiem software after multiple tries. The staff deleted old exam and reloaded, without any change. Staff performed a point merge registration after failing tracer without any change.; resolved: yes ***mnav action/resolution: after speaking with the staff, they let me know that the fusion system was very close to the patient and the emitter. When looking at the failed registration, it was not picking up the points on the same side as where the fusion was sitting too close. System check out was normal and able to register successfully. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to register the patient. The tracer method was tried 20 times with no success. They tried to switch to 3 point with no success either. Navigation was ultimately aborted because of this issue. There was less than an hour delay to the procedure. There was no impact on the patient¿s outcome.